Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call high blood glucose levels and cracked battery cap. Customer's blood glucose level was as high as 412 mg/dl and customer was hospitalized. Troubleshooting for high blood glucose was performed. Customer was vomiting, nauseous, experienced abdominal pain and a nasty taste in their mouth. Customer treated their high blood glucose levels with manual injections. Customer was unable to remove the battery cap and they were not wearing the insulin pump at the time of hospitalization. Troubleshooting for the battery cap was performed. Customer's mother used a quarter and a flat head screwdriver and the battery cap was still not opening. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.